Manufacturer narrative:
Please reference medwatch 3004209178-2015-95601. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized for low blood glucose readings. The blood glucose readings were 19 mg/dl. The emt's treated the low blood glucose readings with an IV glucose, and ate food. The customer had high blood glucose readings after the treatment. It was stated that the sensor glucose said 80 mg/dl and then the next time she checked the sensor glucose it said 40 mg/dl. Troubleshooting was not conducted because the call was lost. Nothing further reported.